Event description:
The customer reported to olympus that the high definition lcd monitor was going off and taking more time to start. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there is a faulty printed circuit board causing the power issue. The following non-reportable malfunctions were found during the device evaluation: there is a faulty printed circuit board causing intermittent lines on the output of the image, the switch bracket has damage and the bezel has damage. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.